Event description:
The customer reported the system steering handle clicks and does not move correctly and the steering was difficult. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering coupler was adjusted during the service call. The system was tested and found to be working as intended and put back into service.